Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when additional information is available. Two unsuccessful follow-up attempts to reach the customer to obtain information with regards to the medical event have been made.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Event description:
A customer reported receiving erratic readings on their adc meter. They reported receiving readings of 20 mg/dl and 150 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing (unspecified) symptoms, however they refused to stay on the phone, hence no additional information with regards to the medical episode is available. There was no report of death, serious injury or mistreatment associated with this event.